Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a 25mm aortic valve implanted for fifteen (15) years and eight (8) months was disabled in a valve-in-valve procedure due to degeneration leading to leaflet immobility, regurgitation, and high gradients. A viv surgery was performed using a 26mm aortic valve without difficulty. The patient was hemodynamically stable at the end of the procedure. Post procedure echocardiogram revealed no central aortic regurgitation and no perivalvular regurgitation.